Event description:
1l normal saline (ns) with mannitol attached to patient and pump set to run over 2 hours. Settings verified on pump. After 2 hours, bag still contained approx. 500ml. Continued to add volume to pump until bag complete-per pump approx. 1750ml admin, which took approx. 3.5 hours. Verified with pharmacy that equal amount of fluid to mannitol removed prior to adding mannitol to bag. Baxter pump taken off floor and inspected by charge rn. Manufacturer response for IV pump, spectrum iq IV pump (per site reporter). Several meetings have taken place with baxter's executive team. We have shared all events with them.